Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: unk_ofl; unknown stryker mck 6lm femur; unknown. Unk_ofl; unknown stryker mck 6lm tibial baseplate; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revised a left mako medial uni due to infection. He revised to a primary triathlon.